Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not undergo confirmation test." Concomitant products included celecoxib (celexa), clonazepam (clonazepan), docusate sodium (colace), ibuprofen and psyllium hydrophilic mucilloid. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2014, the patient experienced constipation ("constipation"). In (B)(6) 2015, the patient experienced mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition: anxiety"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bladder prolapse ("reproductive system disorder or condition type of disorder or condition bladder / pelvic organ prolapse"), nausea ("nausea,"), back pain ("back pain") and pelvic prolapse ("pelvic organ prolapse") and was found to have weight increased ("weight gain."). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, urinary tract infection, fatigue, gastrointestinal disorder, alopecia, weight increased, mood swings, vaginal haemorrhage, depression, anxiety, bladder prolapse, nausea, constipation, back pain and pelvic prolapse outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, back pain, bladder prolapse, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, menorrhagia, mood swings, nausea, pelvic pain, pelvic prolapse, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: pelvic pain, abdominal pain, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), uti, fatigue, gi conditions, hair loss, weight gain. Discrepancy noted in insertion date- (B)(6) 2012. Current weight (B)(6) lbs. Approximate weight at the time of essure placement (B)(6) lbs. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media : pelvic pain was marked serious as surgery was reported. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.